Event description:
It was reported that far p-wave oversensing and undersensing was observed on the right ventricular lead. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.